Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 30 in the mouth, the implant fractured and did not achieve osseointegration. Clinician reports patient's pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 30 in the mouth, the implant fractured and did not achieve osseointegration. Clinician reports patient's pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 30 in the mouth, the implant fractured and did not achieve osseointegration. Clinician reports patient's pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).